Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient need to be readmitted as it was shown as discharged. A technical support specialist advised the user to have their information technology (it) team cancel the discharge by sending event identity a13. The team had successfully canceled the discharge, and upon checking the server, the patient status had already updated to admitted. After information technology (it) sent the a13 code, the patient continued to display as admitted on the server. Customer confirmed the correction. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient had been discharged but the patient was still showing as warded. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.